Event description:
Pt purchased a walgreens bc200w healthy living blood pressure large arm cuff to self monitor their home blood pressure. They repeatedly got readings in the 220/120 range when their actual blood pressure is 125/70. When reporter investigated, the manometer they had attached was reading exactly what rptr's mercury column did when attached to rptr's system. The problem turned out to be a serious defect in design of the bladder inside the bc200w - the bladder is as wide as the cuff, but only half of the width of the bladder actually inflates. This creates a consistent error of bp always being read as higher than actual when this device is used to measure bp. Reporter took their own bp with it and got 160/100 when rptr's bp is actually 116/60. A check of another store shows that the bc200ws there have the same design defect. Rptr feels this is a dangerous product that must be recalled immediately.